Manufacturer narrative:
Date received by manufacturer: 29jul2019. Date of report: 01aug2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The touchscreen failed calibration. The fse replaced the touchscreen and the issue was resolved. The unit passed performance verification testing. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03may2019. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the touch response was inaccurate. There was no patient involvement. Event date not specified: estimate used.